Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of a new device there was difficulty accessing the posterior branch thus this right ventricular (rv) lead was implanted at the septum another rv lead at the apex and a right atrial (ra) lead. It was noted that it was not possible to see the helix extending when it comes to this rv lead, thus the lead was taken out of the body and inspected which showed that the helix would not retract but was fully extended a lead fracture was suspected. This lead will not be returned, no adverse patient effects were reported.